Event description:
It was reported that during a follow up in clinic, an recommended replacement time (rrt) alert was noted on the right atrial leadless pacemaker. Abbott technical support was contacted, device records were reviewed, and the rrt was determined to be false. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of inability to enable the aveir leadless pacemaker (lp) system¿s sensor was confirmed. Session records were provided to abbott for software review. Based on the available evidence, the root cause for the reported inability to turn on the lp¿s sensor is hypothesized to be due to a false-positive ¿rrt¿ (recommended replacement time) message being received by the right atrial lp.